Manufacturer narrative:
Complaint no.: (B)(4). No samples were returned for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no.: (B)(4). A sample for evaluation is expected but not yet received. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the peripheral seal of the bag. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.